Event description:
On (B)(6) 2015, a female patient received 1st artz dispo injections to the bilateral knees for gonarthrosis. On (B)(6) /2015, she received 2nd injections. On (B)(6) 2015, she received 3rd injections. Two hours later after the injection, she experienced bilateral knee swelling and pain. Six hours later after the injection, she visited the physician again since walking became difficult. The injection physical aspirated 20 ml of fluid from left knee. The culture showed no growth. There was no crystal of sodium urate nor calcium pyrophosphate in the synovial fluid. She was admitted to the hospital for having difficulty in walking. On (B)(6) 2015, the symptoms improved. She was discharged since she became able to walk. On (B)(6) 2015, her pain improved.

Manufacturer narrative:
This is a definitive report. Rocain is also a suspected product. Company's opinion: since swelling and pain on both knees developed several hours after the injection, the injecting doctor suspects that these are allergic reactions. However, it cannot be allergic reactions as no cutaneous or systemic symptoms except for the swelling and pain were observed.